Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose was elevated (below 500 mg/dl) due to running out of insulin. Customer turned off the pump and went to the emergency room (ER). Customer was administered intravenous insulin and was given a vial of insulin. After a couple of hours, customer left the ER in stable condition. Bg was within range. Tandem technical support assisted the customer with turning the pump back on.